Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a mentor memorygel 225cc on the left and 250cc on the right side silicone prosthesis experienced bilateral capsular contracture grade iii on the right and grade ii on the left side, bilateral ptosis and right sided rupture post procedure. During surgery doctor confirmed the left capsular contracture to be a baker grade ii and the right to be a baker grade iii. As a result, patient underwent bilateral capsulectomies bilateral replacements as follow: cat#:3502751bc sn#: (B)(4), cat#:3503001bc sn#: (B)(4), and bilateral revision mastopexy on (B)(6) 2021. The side for replacements are unknown per this report. This report relates to the right prosthesis.

Manufacturer narrative:
Suspect device received on march 12, 2021. Device evaluation completed on march 28, 2021: during the visual evaluation of the sm mpp gel 250cc, a tear was observed in the anterior view measuring approximately 3.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 1.0 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).